Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that, on (B)(6) 2014, the patient called a manufacturer representative with nausea and vomiting. The manufacturer representative then called the healthcare provider (hcp), who called the patient. The patient was seen in the hcp¿s office the following day at 9:30am. The hcp increased the pump dose from 2.4mg/day to 3.999mg/day and gave a single bolus of 0.2mg over 5 minutes. The hcp kept the patient in the office for 20 minutes and then admitted her to the hospital to monitor her over the weekend. At the time of this report, the patient status was indicated to be ¿alive-no injury¿. The device system was used to deliver morphine. It was later reported that, as of (B)(6) 2014, the patient was doing well and receiving good therapy. It was later reported that, on (B)(6) 2014, the patient was exhibiting signs of withdrawal. The reporter wanted to know how much the pump dose could be turned up. It was later reported that, as of (B)(6) 2014, the patient was doing well and receiving good therapy. Please see manufacturer report # 3004209178-2014-05127 for prior event.